Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that an overdischarge was alleged. The representative received a call from a nurse who stated, per the patient, they had not recharged for a very long time. Additional information received from the representative. It was reported that the patient hadn't used their stimulator in over a year. The patient didn't know if the battery had been overdischarged before and they didn't want to attempt a device reset. They said the system was not helpful in managing their pain and had no interest in it whatsoever. No further complications reported.